Manufacturer narrative:
The axium prime implant coil was found damaged, stretched and broken with the polypropylene filament broken. The implant coil was already detached with the axium prime pusher not returned for analysis. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil stretch¿ was confirmed. It is likely the coil stretching/damage occurred during the retraction after placement within the aneurism. It is possible the coil encountered resistance with the vasculature or with other potential devices placed/used within the vasculature. Other possible causes for coil stretch/damage/break are: lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, or incompatible catheter. As the device was returned without its protective dispenser coil and introducer sheath, damage to the implant coil and pusher could have also occurred during return shipping for analysis. Customer reported vessel tortuosity as normal, no friction was encountered, and continuous flush was administered. Since the pusher and the sl-10 micro catheter used in the event was not returned, any contr ibution of the pusher and micro catheter towards the ¿coil stretch¿ could not be assessed. The inner diameter of the sl-10 micro catheter is labeled as 0.0165¿ (per stryker website) and is therefore, compatible for use with the axium prime coil per IFU. There is no indication that the event is related to a manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil stretched upon removal. The patient was undergoing surgery for coil embolization and then the coil was used for the sacrifice of ruptured middle cerebral artery to control subarachnoid hemorrhage.. It was noted the patient's blood flow and vessel tortuosity were normal. It was reported that the physician had attempted to place the fc-14-40-3d axium prime coil in the extravascular space. It was decided this coil was too large, and when pulling the coil back into the sl-10 microcatheter, the coil stretched in the middle. The coil was able to completely remove this coil without incident. There was no friction and a continuous flush had been administered. Ancillary devices include a microvention sofia, stryker sl-10.